Event description:
It was reported that the home patient (hp) experienced bacterial peritonitis, manifested by nausea and stomach pain, after the hp reattached themselves to their transfer set, following a separation of the set from the plastic adapter. The patient was not hospitalized for the reported event. The treatment for the peritonitis included intraperitoneal (ip) vancomycin (2g, every 3 days) and ip cipro (500mg, daily). After the vancomycin and cipro treatments, the patient was started on an unknown drug (ip, nightly for 14 days, dose unknown) and fortaz (dose, route and frequency unknown). The patient was retrained on proper aseptic technique and what to do when the line gets disconnected. The hp was recovering from the peritonitis. Additional information was requested, but is not available at this time. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13d25038 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.